Event description:
Spontaneous call from (B)(6), home health nurse stating that new curlin pump. She stated that pump hisses with air each infusion and she understands reason for it. There was occlusion message on pump, so she disconnected all the supply and try to connect again and before she can attach tubing the pump sent out error message down pressure issue while the pump was not connected to anything. M stated that she has been using pump for a while. After connecting new tube and priming it, she was able to continue the infusion, serial# (B)(4). Lot# not available. No injury or adverse events reported/ new pump will be sent. Pump used to infuse gamunex-c infuse 30gm {300ml) intravenously, daily for 2 days, every 3 weeks. Infuse over at least 4 hours. Indication: chronic inflammatory demyelinating polyneuritis. Reported to cvs/caremark by: health professional.